Event description:
We received a letter from counsel representing patient's family. The letter states that the "stapler malfunctioned causing the patient to lose 3,000 ml of blood and go into disseminated intravascular coagulation." The patient expired.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Device is currently retained at the account. Contacted attorney for patient's family and he advised the patient was in poor health prior to this procedure and the family was aware of this. His understanding is that the device was preserved by the hospital and he is okay with ees conducting an analysis and communicating directly with risk management at the facility. He also agreed to send the medical records for our review. Contacted risk mgr, who referred me to hospital counsel, regarding the device analysis. Spoke with counsel and he is also okay with ees performing a device analysis in our labs and he agreed to follow up with the risk manager.

Manufacturer narrative:
(B)(4). Results: damaged yoke teeth. The analysis results found that an ats45 device was received in good visual condition. In addition a reload was received unloaded inside a separate bag. The reload was noted to be unfired. While performing the functional test it was noted that during the activation of the closing trigger the anvil did not close and the closing mechanism did not latch or locked the jaws. This is consistent with damage to the closing mechanism specifically the interaction between the closing trigger teeth and the yoke teeth (internal components). Although no conclusion could be reached to what caused the damage to the clamping mechanism, this damage can occur when excessive force is applied to the closing trigger when attempting to clamp the jaws on tissue thicker than indicated. Due to the condition of the clamping mechanism, no additional functional testing could be performed. It should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.